Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the report of bleeding could not conclusively be determined through this evaluation. Furthermore, a correlation between the hm3 lvas and the findings of the esophagogastroduodenoscopy (egd) also could not conclusively be determined through this evaluation. The patient remains ongoing on (B)(6). The hm 3 lvas IFU (instructions for use) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can be found within this document, as well as considerations for when there is a risk of bleeding. Additionally, information about the proper care of patients supported by the hm 3 lvas can also be found within this IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to outside hospital on (B)(6) 2019 with complaints of darker colored stool (usually darker with oral iron intake), some blood per rectum noticed while wiping, fatigue and lightheadness for few days. Hemoglobin was 6 g/dl and hemoccult was positive. 1 unit packed red blood cells (prbc) was given. Patient was transferred to implant hospital same day. Additional blood transfusion given. Patient underwent esophagogastroduodenoscopy (egd) on (B)(6) 2019 which showed not-bleeding esophageal ulcers, esophageal mucosal change suspicious for short-segment barrett's esophagus (biopsied), medium size hiatal hernia, erythematous mucosa in stomach, non-bleeding gastric ulcers. It was reported the bleeding was resolved on (B)(6) 2019. No additional information was provided.